Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the ipg had reached end of life. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.